Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2022 a computed tomography (CT) scan of the patient's head revealed intracranial hemorrhage and stroke. The CT results showed no malformation or aneurysms, the event was thought to have likely been caused by hypertension or cerebral amyloid angiopathy. The patient was not a candidate for neurosurgery due to the large right frontal intraparenchymal hemorrhage with extension into the ventricles as well as the left midline shift of 9 mm. The patient was put in palliative care and passed away on (B)(6) 2022. The device reportedly operated as expected.